Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) unit is marginally passing battery runtime test of 135 minutes, reaching the mark with bare minimum charge. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions, component codes),h11 corrected field: b5 a getinge field service engineer (fse) evaluated the unit and replaced batteries, reset battery pm template, and successfully identified battery charging led solidly lit once connected to ac. Unit calibrated and passed all functional and safety tests per factory specifications.

Event description:
It was reported that during preventive maintenance, the cs300 intra-aortic balloon pump (iabp) unit marginally passed the battery runtime test of 135 minutes, reaching the threshold with minimal charge. There was no patient involvement.